Manufacturer narrative:
Further evaluation of the device determined the software on the system pcb assembly was corrupt.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired and will be scrapped.